Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having issues charging their implanted neurostimulator(ins) over the past few months. Patient re ported seeing no device found and described what agent understood as passive recharge mode with numbers of 100. Patient described the green light would flash and they would have the recharger on for half an hour and could feel the paddle getting hot, but it would again show no device found and start all over again. Patient added the controller would show the implant was at 0% and they would take the recharger off and come back later and it would say the implant was at 30% or 40%; patient commented they have not been able to charge above 30 or 40% for a while now. Patient reported the controller screen going white probably half a dozen times and noted they have to reset to resolve and added they once had to put in aa batteries to get the controller to light up and then put the battery pack back in. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack; patient blew air into controller port. Patient was in the car at the time of the call, so agent reviewed instruction for ac power reset and sent request to repair for replacement recharger. Agent advised to call back if issues persist.